Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, medical device model, concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist (tss) found that all orders provided were discontinued and followed up to check if there were any active orders not displayed on stations and being reported as incredibly slow. Most menus and actions were fairly responsive according to the logs. The tss also found occasional application not responding, errors in the windows event viewer and followed the attached knowledge articles: application hang/crash or slow performance windows 10 and station slowness summaries. Then, the tss et stations to reindex daily and confirmed with customer that performance issues were resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server performance was slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex g

Event description:
It was reported that when using the bd pyxis¿ es server performance was slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station performance was slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.